Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked from the septum while the cartridge was being filled with insulin. The user's blood glucose level was 180 mg/dl. At the time of the report, the user ran out of insulin and did not load a new cartridge.